Manufacturer narrative:
Manufacturer's report date 2/6/1998. The pump was received and visually and functionally tested. The pump had extensive solution spillage and damage to the case. Rate accuracy was performed and channel "b" was found to be underinfusing by 23%. Channel "a" and "c" were found to be within specification. Further evaluation revealed a dirty latch on channel "b" that was causing improper cassette loading resulting in an under infusion. The overinfusion could not be duplicated. The user facility will be informed of evaluation results and proper cleaning procedure per the directions for use and service bulletin 394a, in order to maintain proper operation of the pump and optimum performance.

Event description:
It was reported that during the preventative maintenance check at the user facility the pump was found to overinfuse. The pump was not on a pt.